Manufacturer narrative:
The reported event of bvvi following MRI was confirmed. Based on analysis of the information received, the device entered bvvi due to the MRI settings not being enabled prior to MRI per the conditions of use.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi after an MRI. It was noted that the device was not programmed to proper MRI protocol. The device was restored successfully. The patient was in stable condition.